Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced underdose symptoms. A dye study and x-rays were done. There was a catheter break in the distal segment. The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid (2mg/ml at 0.174mg/day). It was later reported that the patient experienced increased pain. On (B)(6) 2014, examination/palpation results were noted as ¿pain¿. Fluoroscopy was attempted the same day; results were noted as ¿multiple attempts at aspiration were unsuccessful from the aspiration port. There appeared to be extravasation of dye at roughly the l2-3 level potentially in the epidural space or close to¿. A surgical revision was done on (B)(6) 2014 where this reporter noted that the catheter was spliced. An epidural blood patch was done on (B)(6) 2014. On (B)(6) 2014, the device system was delivering morphine. The severity of the event was noted to be ¿severe¿. The outcome of the event was reported as ¿ongoing event¿.

Event description:
Additional information reported examination on (B)(6) 2014 the patient denied anxiety, sweats or insomnia. The outcome was resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the signs and symptoms the patient experienced were significant pain escalation as well as possible acute opioid withdrawal after physical therapist performed the graston technique over patient's catheter anchor site. Examination performed (B)(6) 2014 revealed increased pain, withdrawal symptoms including chills, excessive sweating, excessive thirst, fatigue, difficulty sleeping, weakness, high blood pressure, tremors, anxiety. Fluoroscopy performed on (B)(6) 2014. Aspiration from pump port unsuccessful. Catheter tip at t11. Extravasation of dye at roughly the l2-3 level; appeared to be below the level of the lamina, not intrathecal. Interventions included catheter replacement (B)(6) 2014 . Examination on (B)(6) 2014 revealed continued symptoms of anxiety, sweats, and insomnia.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the patient experienced increased pain, withdrawal symptoms.